Manufacturer narrative:
(B)(4). The analysis results found that only a universal seal assembly of the b12xt device was received. As the sleeve assembly was not received no testing could be performed to evaluate the incident reported. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a robotic left salpingo oophorectomy procedure, the seal leaked when the cannula was hooked up to co2. Another device was used to complete the procedure. No adverse consequences reported.